Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via e-mail that the tampon string left little pieces everywhere. No injury was reported.